Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after the device reached elective replacement indicator (eri) status. Also, the physician was dissatisfied with device longevity. No adverse patient effects were reported.

Manufacturer narrative:
According to lab analysis, review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.